Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving drug via implantable pump was unknown. It was reported that the pump and catheter were explanted due to infection. Pump and catheter were emergency removal due to infection; we were notified after the pump and catheter were removed. Asked the operation room (or) staff when explanted was, and they did not have an exact date. We were notified today that the patient got an infection. We were not notified of the incident; therefore, we were not there at the time of removal. We received notice today and are now reporting it. The patient said, "a dog scratched them in the area of the pump and an infection occurred shortly after that". Patient said this was not a doctor. The issue was resolved. The patient status was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.